Event description:
It was initially reported that the pt had died in 2009, due to unk reasons. F/u with the coroner's office indicated that they are pending MFR product analysis before completing autopsy report and ruling manner of death. It is currently believed he died of a "terminal seizure," but the video monitoring that the pt was under did not record a seizure. The pt was under 24-hour video monitoring at managed care home for autistic pts. Prior to the pt's death, there was no noticeable seizure activity. The device has been returned to the MFR for analysis, but has yet to be evaluated. A search of in-house programming database resulted in a battery life calculation of 0.78 years until eri=yes. Last known diagnostics were only performed on date of implant and 2008, which were within normal limits.